Event description:
It is reported that a customer was hospitalized on (B)(6) for a low blood glucose level of 24 mg/dl. The customer was treed with soda and ice tea. Assistance was provided by trouble shooting the customer's insulin pump and found that the pump had the wrong time and date programmed. The customer was assisted with programming the correct time and date into the pump. The customer's pump works as designed. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.